Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a euphora balloon to pre-dilate a proximal lesion with soft plaque, no calcification and no vessel tortuosity. Negative prep was performed on the device prior to use with no issues reported. It is reported that numerous attempts were made to inflate the device however the device failed to inflate. The device was the first one used during the procedure. When the device was removed and inflated outside the patient's body, it was noted that there was fluid trickling out of the balloon. It was reported that there was a hole in the balloon. The physician completed the procedure with another same size balloon device. No patient injury reported.